Event description:
It was reported that the controller display screen had distorted lines, and a replace battery alarm which self-resolved. It was recommended to exchange the controller.

Manufacturer narrative:
Related MFR # 2916596-2019-05638. Manufacture¿s investigation conclusion: the reported event of the patient's controller having distorted lines on the display was confirmed via visual analysis of the submitted photos and the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The heartmate ii controller (serial number (B)(6) ) was not returned for analysis; however, the submitted photos from the customer display the controller screen with several vertical lines in the display, confirming the reported event. Additionally, the submitted log file contained data spanning approximately 34.5 days (27dec2022 ¿ 30jan2023 per the timestamp). The log file captured a transient backup battery fault active on 22jan223 at 13:56:36 that did not activate a yellow wrench alarm or internal error code. The alarm resolved on its own and pump speed was not affected by the alarm. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the controller, if the controller was exchanged for the lcd issue, if the backup battery faults resolved, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, driveline fault alarm conditions, backup battery alarm conditions, lcd fault alarm conditions, and the actions to take if the alarms do not resolve. Heartmate ii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial #: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: driveline fault code redacted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00728. It was reported that the patient with a known short to shield (MFR # 2916596-2019-05638) was experiencing driveline fault alarms.